Event description:
Procedure type: roux-en-y. According to the reporter, the orvil25 was inserted through mouth and set on the cut end of esophagus, but it was unable to be connected to the stapler. A new stapler was opened, but the result was same. Since the margin was small, the procedure was converted to an open procedure and an anastomosis was performed manually. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).